Event description:
It was reported and learned through investigation that a patient with a 27mm 7300tfx mitral valve is being worked up for a valve-in-valve procedure after an implant duration of 5 years, four months due to leaflet calcification and stenosis. Patient presented with heart failure and shortness of breath.

Manufacturer narrative:
Per technical summary (B)(4), 'calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation... Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration.' The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Per (B)(4), a CAPA/scar/pra is not required, as there are no confirmed product or labeling non-conformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
It was reported and learned through investigation that a patient with a 27mm 7300tfx mitral valve is being worked up for a valve-in-valve procedure after an implant duration of 5 years, four months due to leaflet calcification and stenosis. Patient presented with heart failure and shortness of breath.

Manufacturer narrative:
Updated sections: b2, b4, b5, g3, g6, h2, h4, h6 (event description, type of investigation, investigation findings, and investigation conclusions). The DHR review was started and finished in irvine. There are no related ncrs. The DHR review is complete. (B)(6) wo (B)(4). Per technical summary (B)(4), "calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation... Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration." The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Per (B)(4), a CAPA/scar/pra is not required, as there are no confirmed product or labeling non-conformances, and no other triggers are met. The most likely cause is patient factors, including chronic kidney disease, diabetes mellitus, hyperlipidemia, and coronary artery disease.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve is being worked up for a valve-in-valve procedure after an implant duration of 5 years, four months due to leaflet calcification.